Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient accidentally cut the driveline with scissors trying to remove a dressing. The cut was almost completely circumferential on the modular cable, and the armor layer had been breached with exposed wiring, so it was exchanged. No products would be returning.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms was confirmed via the submitted log files. However, the reported event of a damaged modular cable was unable to be confirmed. Photos of the damage were not submitted. A review of the submitted controller event log file revealed throughout the entire log file, while connected to the power module and batteries, the driveline power fault alarm was active due to a power a broken and ocp a broken faults. There were no other notable alarms active in the log file. The alarms did not affect pump function. The heartmate 3 vad modular cable (lot: 10692692) was not returned for analysis. It was reported that the patient accidentally cut into the modular cable. When they presented to the emergency room (ER) with an unrelated issue, the ER staff reported a driveline power fault alarm. The modular cable was exchanged at the clinic and driveline power fault alarms persisted. The patient¿s controller was then exchanged, and the alarms resolved. Damage to the modular cable may result in the observed alarms; however, a root cause for the reported alarms could not be conclusively determined through this investigation. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. The IFU and patient handbook contain information on how to clean and care for the driveline. Section 6 of the IFU and section 4 of the patient handbook instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged)." Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms, including driveline power fault alarms, as well as how to respond to each alarm condition. These sections also provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables". Section 8 of the IFU, ¿equipment storage and care¿, and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. Section 8 of the patient handbook entitled ¿handling emergencies¿ lists examples of emergencies, including driveline power fault alarms, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.